Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure: the patient is (B)(6) years old male. Date and name of the index surgical procedure where ethicon stainless steel suture was used? The procedure is coronary artery bypass grafting. The procedure date is unknown. Was ethicon stainless steel suture, m650g, used in the surgery 30 years ago and also in the surgery 20 years ago? Yes. It is unknown whether it is true because it is just doctor's comment (memory). Surgery dates are unknown on what tissue was ethicon m650g suture used? For sternum closure. If applicable, will product be returned, return date, tracking information? No sample will be returned. What is the patient¿s current status? The patient is hospitalized due to worsening symptoms. Did the patient undergo patch testing? Yes. If yes, was sensitivity to manganese chloride confirmed as a result of the patch test? Yes. The following information was requested but unavailable: the diagnosis and indication for the index surgical procedure? No further information is available. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were the current symptoms following the index surgical procedure? Onset date from the surgery? Other relevant patient history/concomitant medications lot # of m650g. When was patch testing performed (date)? No further information is available. Note: events reported via mw 2210968-2020-08761, 2210968-2020-09313. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date approximately 30 years ago and stainless steel suture was used. Recently the patient experienced inflammation reaction on the skin. The patient visited the outpatient clinic due to prurigo and is currently hospitalized due to worsening symptoms. There were no symptoms on the epidermis, but there were deep site symptoms, and the surgeon opined drugs and metals as one of the causes of prurigo as it may be caused by metal. The surgeon prescribed steroids, but they didn't work, so the surgeon thought that the cause remained. The patient underwent patch testing and sensitization to manganese chloride was confirmed. The surgeon opined that the suture contains manganese chloride and could not be excluded as a possible cause. The surgeon opined that drugs are the most suspicious, but would like to make a comprehensive judgment.